Event description:
It was reported that the pt was unable to adjust her stimulation. A power on reset occurred following foot surgery. The "call your doctor" icon displayed. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).